Event description:
Account alleged the bed had no power. No injury reported. Bed out of service.

Manufacturer narrative:
Account found that the pcm was defective. He replaced the pcm to correct this issue.